Event description:
It was reported that the physician provided general information regarding their experience with this model lead. The physician¿s experience is that during the implant procedure he always notices diminishing r-waves when positioning this model lead on the rv (right ventricular) septum. Once he observes this effect, he then repositions the lead at the rv apex and the issue is resolved. The physician stated that he is unsure whether he would see the same effect at the apex if he tried that anatomical position first. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).